Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with normal operating currents and passed the self-test. Pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test or verify no excessive no delivery/occlusion alarm due to motor error alarms.

Event description:
Information received by medtronic indicated that insulin pump was louder during rewind. Customer reported that the insulin pump had no delivery alarms, rejected battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.